Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The listed associated products are all qualified for use with this lens. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned. The file indicated that the company lens was removed and replaced with another lens, diopter unknown. Follow up attempts for more information were made. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There is one other complaint for this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced ghosting, double vision, halos, blurred vision and glasses for reading. Additional information was provided that patient did vision training software program with no improvement. The iol was exchanged for a different model iol, in a secondary procedure.